Event description:
Per the clinic, the patient experienced persistent skin complications, granulations, bleeding and infection around the abutment site (specific date not reported), leading to device non-use. Subsequently, the device was explanted on (B)(6) 2025, and it is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.